Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had an unresponsive esc button. The blood glucose reading was 67 mg/dl, which was treated with milk, peanut butter, and crackers. The customer stated that she had low blood glucose for about 10 minutes. No significant events leading to the keypad issues were observed. She stated that she was trying to view her graph when she noticed the button issue. She also added that the esc button problem had occurred prior to this event, but she was able to suspend the insulin pump and get the button to function properly that last time. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No cosmetic damage noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.